Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, which triggered a lead impedance alert, when it was being re-positioned. It was also reported that the date on the implantable pulse generator (ipg) was out by one day. The rv lead and ipg both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the rv lead revision a lead dislodgement occurred.